Event description:
A physician reported that following an intraocular lens (iol) implant procedure reported with a description of iol was cracked, when observed bilaterally this appearance remains consistent with what is seen unilaterally. The patient experienced a "water droplet appearance" that affects their central vision. New information has been received stating "water droplet appearance" that affects their central vision, headaches, bilateral eye strain. There are two medical device reports associated with this patient. This is 1 of 2.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The provided photos were reviewed. The area of interest was indicated to be the white line in the center of both photos. The haptics were indicated to be top and bottom. This would place the area of interest along the fold path. It cannot be determined if this area is damage from the photos. A video, if available would help with review of the indicated area. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. The provided photos were reviewed. The area of interest was indicated to be the white line in the center of both photos. The haptics were indicated to be top and bottom. This would place the area of interest along the fold path. It cannot be determined if this area is damage from the photos. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Global quality customer affairs (gqca) conducted a call with the surgeon to discuss the patient's issues. Surgeon was familiar with expert opinion md resource. No further information has been provided. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).